Event description:
It is reported that the customer had high blood glucose levels of 310 mg/dl. The customer reported multiple no delivery alarms from the insulin pump after changing the infusions sets. The customer reported that the cannulas were not bent. The customer is in the process of acquiring a new insulin pump and will return the old insulin pump once that is done. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The device functioned properly. The unit was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.